Event description:
It was reported that the pump screen is dark and won¿t turn on. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer reverted to an alternate method of insulin therapy.